Event description:
Received an article abstract titled "clinical success stenting lobar and segmental bronchi for "lobar salvage" in bronchial stenosis. The study consisted of a retrospective evaluation of bronchoscopy records of pts who had placement of an icast stent over a 2 years period. The study involved 69 icast stents being deployed in 25 pts with distal bronchial stenosis (dbs). Per the study, one pt had granulation tissue formation.

Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, deploying an icast stent is safe and effective palliating lobar and segmental airway obstruction resulting in lobar salvage. Complication rates are similar to other airway stents. In addition, this stent has the advantage of easy placement and removability during flexible bronchoscopy. Associated files: 1219977-2015-00062.